Event description:
Customer reports a couple of lancets used with her softclix device broke off in her finger while testing. Customer did not seek medical attention. No adverse event reported. Requested return of suspect device and replacement was sent.